Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical devices: biomet smooth knee stem 14x80, item # 145024, lot # 934030. Vanguard da 360 o/s tibial tray cocr 67, item # 161429, lot # 3582208. Biomet smooth knee stem 12x40, item # 145002, lot # 378490. Biomet 360 offset adapter 2.5mm, item # 185210, lot # 827040. Vanguard da 360 tibial bearing arcom 63/67x18, item # 161443, lot # 3217590. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports have been filed for this event, please see associated reports: 0001825034-2017-03816, 3002806535-2017-00481, 0001825034-2017-03818, 0001825034-2017-03819, 3002806535-2017-00482.

Event description:
It was reported that the patient underwent a knee aspiration as well as an exam under anesthesia approximately ten months post implantation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.